Manufacturer narrative:
Additional patient identifier #: (B)(6). This report is for an unknown screwst/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient experienced the adverse incident with a patient specific implants (psi). Initially on an unknown date the patient was implanted with a peek plasty psi with 3 mini plates and 6 screws. Postoperatively on february 9, 2012 the patient presented a small asymmetry in the plasty psi, as well as one of the screws of the titanium lower plate had been released. The same cranioplasty was replaced, however 4 months later another screw was released which resulted in another intervention and had an infection altering the bone and osteosynthesis material. On (B)(6) 2012 cranial CT scan is performed again because plasty psi mobility is objective. On (B)(6) 2012 patient was re-operated by placing the same plasty psi and using a greater number of plates to ensure anchoring.on (B)(6) 2014, a skin lesion occured due to a continuous rubbing by a screw and is intervened again and with the same plasty psi. The plasty psi does not fit 100% correctly, but they decide not to change it. On (B)(6) 2018 patient was re-implanted with 6 new plates. Patient outcome is unknown. This report captures the post-op event where 4 months later another screw was released which resulted in another intervention and had an infection altering the bone and osteosynthesis material. Related complaint (b)(4 captures the (B)(6) 2012 event of small asymmetry in the plasty psi as well as release of one of the screws. Related complaint (B)(4) captures the (B)(6) 2012 event regarding plasty psi mobility and re-operation on (B)(6) 2012. Related complaint (B)(4) captures the (B)(6) 2014 event regarding a skin lesion. Related complaints (B)(4) capture (B)(6) 2018 event of re-implantation. This report is for unknown screws. This is report 2 of 3 for complaint (B)(4).